Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting loss of capture (loc). It was suspected a lead dislodgement but it was not confirmed. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.